Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing, as illustrated below in figure 1. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to an abraded lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Due to this damage of the electronic module, the device could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler's syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Patient was cardioverted externally on (B)(6) and now the device cannot be interrogated. There are no lights on programmer wand and two different programmers were attempted. Recommended explant. All available information suggests this device remains implanted.